Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the catheter broke while doing a stone sweep. It was reported that nothing detached into the patient. The procedure was completed with another extractor pro rx retrieval balloon. There have been no patient complications as a result of this event.

Manufacturer narrative:
Additional information: block b5 block h6: problem code 1069 captures the reportable issue of catheter broken. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the catheter broke while doing a stone sweep. It was reported that nothing detached into the patient. The procedure was completed with another extractor pro rx retrieval balloon. There have been no patient complications as a result of this event. **additional information received on (B)(6)2020** it was noted that the catheter stayed in one piece.